Manufacturer narrative:
Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate.

Event description:
It was reported to boston scientific corporation that an alliance ii syringe was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024 during the procedure, the gauge did not function properly to let the nurse know if the balloon was inflating. The procedure was completed with another alliance ii syringe. There were no patient complications reported as a result of this event.